Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: plug water seal failure based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had light was dull coming from the device when connecting to a colposcope. The issue was identified during sedation, while the device was outside the patient. The diagnostic colposcopy procedure was completed using the same device. There were no reports of patient harm.